Manufacturer narrative:
Date rec'd by MFR: 07aug2019. There was no patient involvement. The manufacturer¿s field service engineer (fse) confirmed the reported sensor fault issue. The fse replaced the flow sensor to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported sensor fault issue. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16jul2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported sensor fault issue. There was patient involvement, but no one was harmed.